Event description:
Event description guidant received information that this implantable chf device was explanted and returned for unknown reasons. There were no allegations or complaints against the device. Upon arrival, engineering calculations determined that this device did not meet expected longevity.